Event description:
A healthcare professional (hcp) reported via manufacturer representative that during a procedure for thyroid surgery, when the tube was used, it could be used without any problem at the time of the first intubation, but after the hand washing was completed, noise suddenly appeared and the message "electrode off" was displayed. After that, it did not improve, so the procedure was completed by re-intubating the spare intubation tube. There was no planned/intervention performed. There was a 15 minute delay in the surgical procedure. The procedure was completed with backup product(s). There was delay in changing the tube. The patient was alive - no injury.

Manufacturer narrative:
H3: analysis of the returned device found that there was a residue consistent with biological contaminants on the device. There was no damage to the packaging. Visually, there was no damage or anomalies in the device's construction. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms, and the actual measurements were red 29 ohms, red [w/white band] 29 ohms, blue 16 ohms, and blue [w/white band] 27 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. In the returned condition, there was no out-of-specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.